Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error on 8100 unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech get error code 242.4030 on 8100 unit the error has to with motor stall is detected on unit. First to replace is the ail sensor on unit once replace and still get same error next to replace is the motor controller board and if that board does not replace the error then its the login board which is the main board has to be replace on unit. Tech thank me for assist.